Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), mood swings ("mood swing"), urinary tract infection ("infection ¿ uti"), fungal infection ("infection ¿ yeast"), migraine ("migraines/headaches"), anxiety ("neurological conditions ¿ anxiety"), depression ("neurological conditions ¿ depression"), weight fluctuation ("weight gain / weight loss"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain") and arthralgia ("joint aches"). Essure treatment was not changed. At the time of the report, the uterine perforation, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, mood swings, urinary tract infection, fungal infection, migraine, anxiety, depression, weight fluctuation, abdominal pain, pelvic pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet was received. Event-injury was replaced with specified events. Events added dental problems, dysmenorrhea, dyspareunia, hair loss, mood swing¸ uti, yeast infection, migraine headache, depression, anxiety, uterine perforation, weight gain/weight loss, abdominal pain, pelvic pain, back pain, joint aches, she did not undergo confirmation. Reporter information were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ uterus') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems/ dental probs."), dysmenorrhoea ("dysmenorrhea/ dysmennorhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/ hair loss"), mood swings ("mood swing"), urinary tract infection ("infection ¿ uti/ uti"), fungal infection ("infection ¿ yeast"), migraine ("migraines/headaches"), anxiety ("neurological conditions ¿ anxiety/ psych injury"), depression ("neurological conditions ¿ depression/ psych injury"), weight fluctuation ("weight gain / weight loss"), abdominal pain ("abdominal pain/ abdominal pain"), pelvic pain ("pelvic pain/ pelvic pain"), back pain ("back pain/ back pain") and arthralgia ("joint aches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, mood swings, urinary tract infection, fungal infection, migraine, anxiety, depression, weight fluctuation, abdominal pain, pelvic pain, back pain, arthralgia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, weight decreased, weight fluctuation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Events bleeding, weight gain and weight loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.